Event description:
It was reported that there was an extension of surgery time greater than 30 minutes.

Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection of the returned device noted various scratching of the ID of the shell. No other significant damage noted. A review of complaint history revealed no prior complaints for this lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The returned device was dimensionally evaluated by our quality team who concluded the device is within manufacturing specifications. Our investigation could not determine the cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.